Event description:
Patient in intensive care unit (ICU) was admitted for severe hypotension. Patient was ordered to receive levophed for the hypotension. Rn primed and hung the levophed drip. Patient's blood pressure did not improve within the first 5- 10 minutes. Rn inspected the IV line and found it to be leaking at the filter site. The rn removed the ultrasite tubing and obtained a new set for which she reprimed and started drip again. Patient began to have increase in blood pressure at this time. Tubing removed and sequestered for risk management. Patient remains in ICU. Approximately 16 minute delay in switching out tubing and patient receiving ordered levophed.====================== health professional's impression======================it was leaking====================== manufacturer response for ultrasite IV tubing, ultrasite======================ongoing issues with this tubing.